Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 60,364 joules. The procedure was completed with an additional fiber. Reference MFR report number 2937094-2012-00162 for the first fiber used in this procedure. Neither the patient nor the end user experienced any injuries as a result of this event. The patient outcome was reported as the patient was 'doing well."